Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2016-02274. It was reported the patient experienced ineffective stimulation following his permanent implant procedure as post-operative programming did not match intra-operative programming. As a result, the patient underwent surgical intervention on (B)(6) 2016 during which one of the scs lead (unknown which lead) was explanted and replaced while the other scs lead was repositioned. Effective stimulation was obtained with the procedure.